Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported medication required was a result of case-specific circumstance as heparin was administered. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a thrombus was observed on the clip before deployment. Heparin was administered. The clip was removed from the anatomy. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay. Code 4614 was removed and code 4644 was added.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a thrombus was observed on the clip before deployment. The clip was removed from the anatomy. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.